Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-70. Serial number: (B)(6). Batch/lot number: 7085165. Model/catalog description: linear 3-4 lead 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1216. Serial number: (B)(6). Batch/lot number: 798065. Model/catalog description: wavewriter alpha 16 ipg kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation due to lead migration that was confirmed via x-ray. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively.